Event description:
Patient was revised to address a broken stem, osteolysis, and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address a broken stem, osteolysis, and poly wear. Doi unk - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the femoral hip stem as the product and lot code required was not provided. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. X-rays were received. Two undated radiographs reveal left total hip components in good position. The acetabular shell shows no signs of loosening, the femur shows a large area of osteolysis proximal to the level of the lesser trochanter. The stem cement mantle distal to this area looks intact. No other radiographs were provided, so it was not possible to determine if these changes occurred over time. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.